Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative in regards to a patient who was being treated with lioresal 500 mcg/ml (24 mcg/day) intrathecal therapy via an implanted pump. The patient's medical history included spinal cord injury. The indication for pump use was intractable spasticity. The patient's concomitant medications were unknown. Upon arrival for a pump replacement today ((B)(6) 2015), the representative looked up the system and it showed the pump implant date of (B)(6) 2015. In pre-op today, the patient reported the pump system was removed due to infection with the pump removal occurring on (B)(6) 2015 post operatively. However, the physician reported to the representative that it was a partial catheter explant as they removed and tied off with the spinal segment still in place. No diagnostics/troubleshooting were performed. The patient had an intervention of intravenous antibiotics followed by oral (po) antibiotics, and the replacement of the entire system today. The issue was resolved at the time of this report. The patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.